Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported that a patient was admitted into a hospital for high and low blood glucose. The customer's blood glucose level was unknown at the time of incident. Troubleshooting attempted to get more information but the call was disconnected and a follow up call could not be made. However, troubleshooting sent an email requesting further information about the customer.